Event description:
Drill bit broke off inside patient bone during surgery.

Manufacturer narrative:
Reviewed drill bit, MFR data, and received physician opinion. First documented failure of drill bit.